Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported leaking valves during a vitreoretinal procedure. There was no patient harm reported. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Three opened trocar hub and cannula assemblies were received for evaluation. The returned samples were visually inspected were found to be conforming. The third sample was found to have a damaged septum. A device history record review for the lot was conducted and the was released based on the manufacturer's acceptance criteria. It is unknown how or when the third sample became damaged because they were returned opened. The root cause for this report could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received but has not yet been evaluated. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).